Manufacturer narrative:
The method, results and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experience ineffective stimulation. Patient was reprogrammed multiple times, but could not achieve effective therapy. A field representative checked impedances and all were within normal range. The patient also had an x-ray that showed the lead has not moved. The patient may undergo surgical intervention.

Event description:
Related manufacturer reference number: 1627487-2019-07131. Follow up information received that the patient underwent surgery where the system was explanted.

Event description:
Related manufacturer reference number: 1627487-2019-07131.